Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the reconstruction of the anterior cruciate ligament, the tightrope snappend when tightened after inserting the tibial screw. The surgeon thought that the tension would still be sufficient. When examining the x-rays, the surgeon found that the graft was not held in place by the tighrrope and that the button on the femur was loose in the soft tissue. This made it necessary to perform revision surgery, which was performed on (B)(6) 2026, using a product from another manufacturer. *** update 27-feb-2026 - further information was received: the revision surgery was successfully completed and it is not known, that patient has any complaints. Both surgeries took place in the same hospital and were performed by the same surgeon.